Manufacturer narrative:
(B)(4). A review of the manufacturing record for this lot of the device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician performed a successful radio-frequency ablation procedure using a closurefast catheter, but noticed that the covering on the heating unit looked melted after the completion of the procedure. The procedure was completed successfully and there was no injury to patient. The closurefast catheter was received for investigation, and the analysis was completed on (B)(6) 2016. The device was inspected and the coil segment was noted to be bent with deformation of fluorinated ethylene propylene (fep). The coils were compressed upon each other and biological material was embedded in it. The fep has deformed in a manner that some coils appear to be uncovered and exposed. The customer's report of the catheter covering on the heating unit looking melted has been confirmed.